Event description:
¿Caller alleged discrepant results compared with the lab. Results as follows: ¿ date: (B)(6) 2012; inratio: 2.0; lab: 7.0. Therapeutic range: 2.5-3.5. Pt self-tester was recently hospitalized due to a high inr, although her meter read that she was below her therapeutic range. Pt self-tester unable to provide date of when issue occurred; inratio = 2.0. Pt self-tester¿s caregiver was concerned because her lips were very blue and had her go to the hospital where her inr was tested; inr=7.0. Pt was discharged from the hospital sometime this week and was in the hospital for 3-4 days. She was taken off the warfarin while in the hospital and was given vitamin k and lovenox injections. Pt has difficulty obtaining sample; milking finger; sometimes adds multiple drops.

Manufacturer narrative:
Investigation pending.